Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states the chips in the reservoir port and scratches on insulin pump casing. Customer states that the insulin pump had diminished battery life and insulin pump had rejected brand new battery. Customer states that the insulin pump had no insulin delivery alarm without explanation, screen was not bright and hard to see. The device will not be returned for analysis.